Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure is part of the definitive le trial. After an atherectomy procedure, a stent was used to treat a 2cm segment dissection in the distal aspect of the left sfa treatment zone, created from the subintimal track created during the initial wire crossing. The stent was post-dilated with a 5mm balloon leaving 0% residual stenosis. No injury to patient reported.